Manufacturer narrative:
The cartridge has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014 the patient contacted animas alleging that on an unspecified date he experienced elevated blood glucose (bg) over 500mg/dl with no signs or symptoms of hyperglycemia associated with a recurring loss of prime issue. The patient reportedly did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. Troubleshooting indicated that the cartridges were not being used per instructions for use, which may have contributed to the loss of prime issue. The patient confirmed performing rewind, load, and prime steps after cartridge changes. No product defects were found during troubleshooting. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the cartridge.

Manufacturer narrative:
(B)(4). Device evaluation: the cartridge has not been returned; a retain sample from the same lot was evaluated by product analysis on (B)(4) 2014 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, force test, and fill test were performed with no failures observed. The cartridge force readings were confirmed to be within specifications; no failures were noted related to the loss of prime complaint. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.